Event description:
It was reported that, after a tha surgery performed in 2007, the patient has experienced pain ever since, but x rays showed everything was fine and patient had good mobility, so it seemed like there were no problems, and patient learned to live with these difficulties. Recently the patient experienced an episode where she got stuck and unable to walk. Additional pelvic x rays revealed large gaps and other complications. The patient underwent an orthopedic examination, where she was diagnosed with metal poisoning, confirmed by blood tests with very high chromium and cobalt levels, meaning the prosthesis needs to be replaced. Patient indicated that things have gotten worse, is currently in a lot of pain and can no longer walk. A revision surgery is planned, patient had pre hospital admission on (B)(6) 2025. Patient also mentioned that in recent years, she also had other health problems, but she will need to discuss with a medical examiner to determine whether they're related to metal poisoning or not. It is unknown when was the revision surgery scheduled.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.